Event description:
A hospital in (B)(6) reported that an rt265 infant dual heated evaqua2 breathing circuit had a crack, causing it to leak. This was observed during use on a patient. It was also reported that the patient became desaturated up to 60%. The hospital staff confirmed that the reported desaturation did not cause any harm to the patient.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt265 infant dual heated evaqua2 breathing circuit from the hospital. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fph in (B)(4) for investigation as it was destroyed at the hospital facility. The additional information we received from the hospital staff was not enough to determine what have caused the damage on the subject breathing circuit. Without the complaint device or sufficient information from the hospital staff, we are unable to determine the root cause of the reported fault. The fph user instructions illustrate in pictorial format the correct set-up and proper use of the rt265 infant dual heated evaqua2 breathing circuit, and state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported that an rt265 infant dual heated evaqua2 breathing circuit had a crack, causing it to leak. This was observed during use on a patient. It was also reported that the patient became desaturated up to 60%. The hospital staff confirmed that the reported desaturation did not cause any harm to the patient.